Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio determined that the cause of the reported issue was likely due to loose battery pins or the battery not being properly latched in the device.

Event description:
The customer contacted physio-control to report that their device was displaying the battery "?" Unrecognized battery and the unit was intermittently powering down on a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins, smart block contact battery assembly and issued a new battery as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was displaying the battery "?" Unrecognized battery and the unit was intermittently powering down on a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.